Manufacturer narrative:
Additional information: d10, h6 the reported event was dislodgement of the right atrial lead. As received, a complete lead was returned in one piece with helix extended and clogged with blood and tissue. After cleaning, the helix could be fully retracted and extended by applying torque to the inner coil. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was dislodged. The atrial lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.